Manufacturer narrative:
Device was used for treatment, not diagnosis (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: gfa and gff. A manufacturing evaluation was completed: the investigation of the complaint drill bit has shown that one cutting edge on the tip is broken off. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. It is likely that too much mechanical force had been applied during the surgery. The drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. Unfortunately we are not able to determine the exact cause which has led to this occurrence. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a (hcs) headless compression screw 3.0 was used for a scaphoid fracture case. After the insertion of a guide wire (1.1 mm), when drilling with the drill bit, it broke apart. The surgeon tried to retrieve the broken parts, but could not. The parts were left in the bone. There is no problem on the patient condition. This report is for 1 of 1 (B)(4).